Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter complained of questionable elecsys troponin t hs results for 1 patient tested on a cobas 8000 e 801 module. The initial troponin t result was 115 ng/l and was reported outside of the laboratory. A new sample was collected and the troponin t result was < 3 ng/l. The initial sample was repeated and the troponin t result was < 3 ng/l. There was no allegation of an adverse event.